Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. Review of egms indicated that the patent had myopotential oversensing which resulted in pacing inhibition. The signal was reproducible when the patient coughed. Programming suggestions were made. The patient would continue to be monitored with routine follow-ups. No further information could be obtained.